Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file read was requested as the patient was experiencing driveline faults. The log file captured driveline fault events throughout. Technical services stated to please swap out the patient¿s controller when it is safe to do so as per the IFU. If possible ensure the new controller is either a pcx - xxxxx controller or has a serial number greater than pc - 50000. With the new controller attached perform 25 power cable disconnects with either the black or white controller power lead. Once this is complete please email the new log file to hmdata technical services can compare the driveline data from the 2 log files. The driveline faults also show a clock reset so technical services are unable to see how far back the log goes. There were no other unusual events recorded in the log file event history. The faulty controller will be returned for evaluation. Center would like to return controller that had driveline fault alarm for analysis. Patients alarm has not returned on new controller. It was reported that the event date started on wednesday (B)(6) 2020 and thursday (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via log file analysis. The system controller (serial number: (B)(6) was returned for analysis and a log file was downloaded for review as well as submitted for review. A review of the log files showed overlapping events spanning approximately 4 days (05aug2020 ¿ 07aug2020, (B)(6)2001 per timestamp). When the clock was not set, the default date is (B)(6) 2001 and the exact date and time of events occurring then cannot be determined. Driveline fault alarms were active throughout the log files beginning on (B)(6) 2020 at 09:21:37 due to phase 1 being measured much higher than phases 2 & 3. The driveline faults cleared upon disconnection of the driveline from the system controller on (B)(6) 2020 at 12:46:37. There were no other notable alarms were active in the log file. Pump operation was not affected the returned system controller was preliminarily and functionally tested and found to operate as intended during analysis. The reported event was not reproduced during this investigation. The root cause for the driveline fault alarms could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 2 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate ii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate ii IFU section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.